Manufacturer narrative:
No physical damage to cartridge holder or inpen front or back shell was noted. The inpen paired to the commercial app. The leadscrew was received 1/2 it's travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy test. Performed leak test and no delivery anomaly was noted. Inpen passed dialing alignment using dose knob zero alignment gage. Inpen passed front cap investigation. In conclusion: no delivery anomaly was noted. Inpen working as designed therefore, the customer concern of delivery anomaly or dose log inaccuracy could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported they were not getting the accurate insulin in dial dose. Blood glucose value at the time of event was 247 mg/dl. The customer was treated with insulin pen. The event involved product(s) mmt-105elgyna. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue use of the insulin pen. Mmt-105elgyna was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.